Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female patient 5 or 6 years ago. On (B)(6), the cam was confirmed to be dislodged through x-ray after the device became unable to be reprogrammed. The revision is to be performed on (B)(6) 2016.